Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that oversensing in some non-sustained episodes was noted on the right ventricular (rv) lead. It was questioned if these were suspected for lead failure. The lead remains in use and will continue to be monitored. The patient is a participant in the enhanced device programming to reduce therapies and improve quality of life in implantable cardioverter defibrillator (ICD) patients (enhanced-ICD) study. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. If information is provided in the future, a supplemental report will be issued.